Event description:
The pt was enrolled in the study in 2002. The pt had three sirolimus coated smart stents implanted. The site was informed that the pt died. The actual date of death is unk. No add'l info is available at this time.

Manufacturer narrative:
This medwatch reflects 3 products with the same catalog numbers and unk lot numbers. Add'l info will be submitted upon 30 days of receipt.